Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips because of the defibrillator/monitor having cable joint damage. There was no report of patient involvement.